Manufacturer narrative:
This report is filed march 18, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is filed may 26, 2016.